Event description:
Emergency department (ed) registered nurse (rn) was placing peripheral intravenous access line (piv) in patient. After successful piv access was obtained, rn removed needle and attempted to deploy needle safety mechanism. Safety only deployed 1/3 of the way up the needle. No injury reported to patient or rn. Per supply chain department, event was reported to b. Braun.